Event description:
On (B)(6) 2016 pt li presented to (B)(6) trauma center for moderate-severe, persistent hyperglycemia, which began 2 days ago. Pt reports that she was vacationing in (B)(6) and developed nausea. She states that her blood sugar read "high." She then began vomiting and developed polydipsia and polyuria, so she went to the hospital in (B)(6). Pt reports that her bs was 755 at the hospital. She reports that was hospitalized overnight and was stabilized before coming to (B)(6) for further treatment. Assessment and plan on (B)(6) 2016 at (B)(6): diabetic ketoacidosis (dka) due to pump malfunction. She is currently placed on an insulin drip with frequent management of her blood sugar as well as her electrolytes. At some point, we will switch her to subcutaneous humalog and lantus insulin pending output evaluation of her implanted insulin pump. Electrolytes will be monitored frequently. Urinary tract infection (uti). She has received a dose of rocephin. Cultures are pending. Will subsequently treat with ciprofloxacin. We will continue with rest of her outpatient medications. Interval history: li has recovered from dka as evidenced by lab data. She feels well. When her blood glucose rose abruptly last night the insulin infusion was restarted and has continued through she was eating. The dka was presumably because her intraperitoneal pump stopped working. She went through a check list with a representative from medtronic and they established together that the pump was not working. On (B)(6) 2016 pt was discharged home on subcutaneous insulin pump. Plan is to return to (B)(6) on (B)(6) 2016 for rinse/refill procedure in the operating room. On (B)(6) 2016 pt returned to (B)(6) as planned; with type 1 diabetic since age 13, managed with the use of medtronic's intraperitoneal insulin pump. She was vacationing in (B)(6), when she started to experience elevated blood sugar that registered high on her glucometer. She proceeded to give herself several boluses with her pump without any significant response. Subsequently, she took subcutaneous humalog and presented to a local hospital, where she was diagnosed with dka. She was given intravenous fluid as well as insulin and subsequently presented to (B)(6) emergency room. On presentation, she was noted to again be in dka, although improved from her prior labs done at (B)(6). She had admitted to polydipsia and polyuria. She denied any fever, chills, significant vomiting or diarrhea. She does have slight dysuria. She typically uses a basal rate of 1.1 unit at 12:oo might. This increases to 1.2 at 4:00 am, 1.4 at 6 pm and 1.1 at 11:00 pm. She typically boluses insulin to carb ratio of 1:10 and has a correction factor of 1:50 for sugars over 200. She is capable of self-monitoring her blood sugars and usually does that frequently. In the past, she used to experience severe hypoglycemic episodes, but those have been infrequent. There is a history of diabetic retinopathy, neuropathy, we well as nephropathy. Her weight has been relatively stable and her last menstrual cycle was 2 weeks ago. Interrogation of the pump shows no electronic failure, but it appears that the intra-pump insulin is crystallizing at a faster rate than expected. This could be the cause of the malfunction. Other cause could be the positioning of the intraperitoneal catheter, not positioned in the right lower quadrant instead of the right upper quadrant. This was evident on a recent abdominal film. Plan of care: evaluation by anesthesia. Rinse and refill procedure to be done in the operating room with the possibility of laparoscopic repositioning of the intraperitoneal catheter. Surgery/procedure performed on "(B)(6) 206": rinse and flushing procedure of intraperitoneal insulin infusion pump; malfunctioning intraperitoneal infusion pump, the reservoir of the pump was a accessed and insulin was completely removed from the infusion site, rinse procedure was performed. After this was done, the catheter was checked for any resistance, which did not appear to be present and it seemed that the catheter was infusing very well. In the same fashion, the pump was interrogated and found to be functioning well. A 2nd rinse procedure was done, buffered solution was left in the pump to dwell overnight, to be then removed the next morning. Pt tolerated the procedure and was brought to recovery room in stable condition. Postoperative findings/diagnosis: same, tissue removed/specimens: none, ebl: none, drains: none, case was clean, would condition: n/a, postoperative condition: stable. On (B)(6) 2016 (after an overnight dwell of the rinse solution), the pump was flushed and refilled with insuman. At this time, the pump was noted to be functioning appropriately, and infusing insulin through the catheter into the peritoneum. The pt was discharged home, with outpatient follow-up by dr. (B)(6). Subsequently, the pt continued to be hyperglycemia with sugars in the 500's for 48 hours, which responded to frequent (q2h) blouses via the minimed pump, with the blood sugar then dropping into an acceptable <200 range. Pt was discharged home on (B)(6) 2016 from hackensack umc with subcutaneous insulin pump while her internal medtronic minimed implantable infusion pump was off.